Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that during a cranial procedure, the guard twisted and the router broke at the cutting end. It was also reported that the broken piece did not fall into the patient. It was further reported that there was a two minute delay and an x-ray was taken as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The associated device (footed attachment, 5407fa1000, serial number (B)(4)) was received at the manufacturer for evaluation. However, the actual router (5407fa1015, lot unknown) that broke was not returned. It was visually confirmed that the foot of the footed attachment was bent. No problems were found with the footed attachment associated device that were related to the broken router reported in the event. The tapered router, 5407fa1015 involved with this event was not returned for evaluation and as a result the reported failure of router breakage could not be confirmed. Attachment returned, router not returned.

Event description:
It was reported that during a cranial procedure, the guard twisted and the router broke at the cutting end. It was also reported that the broken piece did not fall into the patient. It was further reported that there was a two minute delay and an x-ray was taken as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.